Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode while showing as online in remote smart service (rss). When users attempted to log in to both the stations and the server, they received the error message unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were in disconnected mode. A technical support specialist accessed the application server, but login attempts with both the carefusion admin and carefusion service accounts were unsuccessful and requested the customer to provide or retrieve the credentials due to a potential accidental suspension earlier that day. The customer later confirmed that their engineer restored both accounts with the same passwords, and successful login to the application server was verified using both accounts, confirmed that all services utilizing the carefusion service account were running successfully, verified that stations were no longer in critical override except for those manually initiated by users, and validated that server downtime messaging was current, confirmed with the customer that both parties could log into patient encounter system (pes) and that stations were no longer in disconnected mode, restarted the extract transform load (etl) service and verified real time operation, with the customer confirming that reports were functioning correctly. The root cause of the pyxis issue was identified as the accidental suspension of the carefusion service account, which caused pyxis services to stop. The customer confirmed the suspension and restoration on their end. Issue resolved, with the customer confirming that pyxis was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.